Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 34 mg/dl at the lowest. Bg was addressed with juice and carbohydrates. The cause of bg was unknown. A system check with tandem¿s technical support confirmed that the pump functioned as expected. At the time of report, bg was 45 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.